Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg stopped communicating with external devices following an unrelated surgery where surgery mode was not turned on. A company manufacturer met with the patient and confirmed that the ipg was inoperable. The device is not providing stimulation.